Event description:
It was reported that this inflatable penile prosthesis (ipp) was difficult to operate. The patient was able to cycle the device however, the flow of fluid through the pump was slow and strained as if passing through an obstruction. The physician attempted troubleshooting to fix the pump inflation mechanism. No further patient information was provided.